Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include nausea as well as a headache. In addition the patient reports they have a fruit taste in their mouth. The patient removed the pod from the insertion site (arm) the pods cannula was found to be bent. Once at the hospital the patient was treated with insulin by manual injection and through intravenous fluids. The patient was released from the hospital after 2 days.